Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: open anterior lumbar interbody arthrodesis l2-l5, 3 levels from a left anterolateral flank approach, stage 1 with insertion of interpeek cages x3 10mm x 18mm x 55mm lordotic at l2-3; an 8mm x 18mm x 55 degree lordotic at l3-4 and l4-5 respectively. Insertion of large kit rh-bmp2/acs, equally divided among the 3 levels, mixed with synthetic bone graft material, for a pre-op diagnosis of degenerative disc disease lumbar spine. Post laminectomy syndrome. Spondylolisthesis. Per-op notes: after the spine was exposed and the iliolumbar vein was divided to allow retraction of the left lumbar vein. At l3-4 block discectomy was performed and disc material was removed. We then packed an 8mm cage into and tamped the cage across at l3-4 from left to right. A 5mm length was chosen. After placing the cage the electromyogram was quiet and x-rays showed good distraction of the disc space with indirect decompression of the neural foramen. The identical procedure was placed at l4-5. Once again an 8mm cage was used. At l2-3 we used a slightly larger 10mm. There was more spondylosis and fibrosis at l2-3. At the conclusion of the cage placement all emgs were quiet and stable. Ssep monitor was stable and there was no excessive bleeding. Final x-rays were saved showing good size of the cage and good correction of the collapsed disc spaces. No complications were reported during the procedure. Patient underwent procedure for retroperitoneal exposure for an l2-l5 anterior disc lumbar fusion for a pre-op diagnosis of l2-l5 anterior lumbar degenerative disk disease. No complications were reported during the procedure. On (B)(6) 2010, patient underwent following procedure: laminectomy with bilateral facetectomies and foraminotomies l2-l5, 4 segments. Posterolateral arthrodesis, l2-l5, 3 levels. Posterior segmental instrumentation, 5.5 titanium screw system with a 5.5mm cobalt chrome rod x2. Local bone graft obtained from laminectomy mixed with 10cc of synthetic bone graft substitute, for a pre-op diagnosis of lumbar spinal stenosis, instability secondary to facetectomies, post laminectomy syndrome, spondylolisthesis, scoliosis. No complications were reported during the procedure.